Manufacturer narrative:
The reporter's meter was returned for investigation. Contamination was found on the contacts of the meter. No other contamination was observed. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated that accu-chek inform ii meter serial number (B)(4) was not charging as the right charging contacts were corroded. The plastic around the charging contact appeared scorched, dark, and melted. The scorched and melted part was around the casing of the right contact. There were no flames or smoke when this meter was docked for charging. No evacuation of any area of the hospital occurred. The reporter stated they were not able to wipe off the corrosion on the contact and the charging issue occurred with multiple base units. The base units that the meter was docked in had no signs of melting or burning and these based charged other meters okay.